Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported purge alarms on their automated impella controller (aic) console. They stated it said it failed to prime and they had tried to re-prime multiple times. A new purge cassette had been used successfully. No patient harm has been reported.

Manufacturer narrative:
Corrected data d6a and d6b inadvertently populated in the initial report.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the priming problem was not determined due to no product returned, no data logs recovered, and insufficient clinical details.